Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: seroma-late, anxiety-product/procedure, inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed."

Event description:
Patient reported "a single-sided loss of serum" and "evidence of collection of periprosthetic fluid with a minimum thickness of 6 mm." Observed via ultrasound. Patient also reported "fear of having cancer cells in my body". Results of periprosthetic capsule analysed from the translated histological test states "sclerotic tissue related to the periprosthetic capsule, associated with breast parenchyma, site of minimal chronic inflammation. No evidence of lymphoproliferative disease." The device has been explanted. This record relates to the left side.

Event description:
Patient reported left side "a single-sided loss of serum was detected" via ultrasound, "the device was analyzed in the laboratory together with the periprosthetic effusion", "fear of having cancer cells in my body". Patient reported left "periprosthetic fluid". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6a, h6.

Event description:
Patient reported left "periprosthetic fluid". The device has been explanted.

Event description:
Patient reported unknown side "a single-sided loss of serum was detected" via ultrasound, "the device was analyzed in the laboratory together with the periprosthetic effusion", "fear of having cancer cells in my body". The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.